Manufacturer narrative:
The t:slim x2 basal iq user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated the food bolus incorrectly. Tandem technical support reviewed pump settings and found that the customer had input 1u: 9g instead of 1u: 1.9g for carb ratio. Customer corrected the carb ratio to resolve the issue. Customer confirmed pump was performing as intended. Customer's blood glucose was 149 mg/dl.